Manufacturer narrative:
Analysis was unable to prime during prime alarm test due to faulty force sensor resistor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The motor tested ok. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near reservoir window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was performed. The device was returned for analysis.